Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on top case on both corners, also cracked on right plunger case. Error history log review found a motor rate error. The root cause of the reported issue was found to be worn coupling did not operate as intended as a result of normal wear. The pump was over 10 years old. Actions were taken to mitigate the reported issue: replaced worm coupling, also replaced leadscrew and clutch halves for preventive. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump was not recognizing syringe. No patient injury was reported.